Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. A14801) for female sterilisation. The patient had a medical history of menorrhagia, pelvic pain, dysmenorrhea, leiomyoma, rheumatoid arthritis, menometrorrhagia, uterine fibroid and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,right ovarian cystectomy.excite technique,on-q pump). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: there is no evidence of contrast extravasation in the peritoneal space. There was extravasation of contrast around the catheter. Impression: no evidence of extravasation of contrast in the peritoneal space, indicating tubal closures. [Pathology test] on (B)(6) 2020: pathologic diagnosis fragments of uterus. Right and left fallopian tubes. Total hysterectomy and bilateral salpingectomy with excision of right ovarian cyst cervix -- - nabothian (endocervical) cysts. No dysplasia or nalignancy identified. Endometrium -- disordered proliferative endometriun. Myometrium -- - leiomyonata (see comment). - extensive adenomyosis. Serosa -- unremarkable. Uterine veight -- 460 gm. Right and left fallopian tubes - unremarkable. Right ovarian tissue -- - fragments of hemorrhagic corpus luteum and ovarian stroma. - no malignancy identified. Comment: in the sections of leiomyoma, there is no significant mitotic activity or atypia. Gross description a. Uterus uterus. Cerviz, bilateral fallopian tubes & right ovaria "uterus. Cervix. Bilateral fallopian tubes, and right ovarian cyst". The specimen consists of multiple fragnents of pink-tan soft tissue. Sectioning of the larger fragments reveal a white--tan whorled appearing multifocal surface consistent vith fibroids. It is hard to determine the true size of the fibroids as the specimen is received in multiple pieces. Also present in the container is a metallic spring-like structure measuring 3.0 x 0.3 x 0.3 cm in greatest dimensions. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,medical history,lab data,patient information,indication,lot no.,expiry date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2012, the patient had essure inserted. On (B)(6), 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.